Event description:
<Div>caller reported a malfunction on pump with no notable events occurring beforehand. There was no reported impact on customer's blood glucose level exceeding 500 mg/dl as impact was unknown. Cts provided information to reset pump, assisted with the reset, and confirmed the malfunction code did not recur. Customer was instructed to continue using pump and to reach out if issue recurs.</div>.